Event description:
It was reported, the patient presented in the emergency room due to experiencing shocks. Upon interrogation, it was noted there were supraventricular tachycardia (svt) episodes treated with inappropriate shock. It was suspected there was an incorrect interpretation of signals resulting in a ventricular tachycardia (vt) diagnosis. Additionally, there was a charge time out notification on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of incorrect longevity estimate was confirmed. The root cause was due to limitation of the system that after a large number of high voltage charge events, the longevity estimate become less accurate. The behavior is per design to be conservative after a large number of high voltage charges occurred together. Additionally, technical support review the session records and reported a majority of shocks were svt-related and were inappropriate.

Event description:
Additional information was received indicating the device had also provided an incorrect longevity estimation following the charge time out.